Manufacturer narrative:
(B)(4). Failure to remove wire before stent deployment. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the ht bmw universal instruction for use states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. The investigation determined the reported difficulty appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the left anterior descending (lad) artery the balance middleweight universal (bmwu) guide wire was used in the lad and a guide wire was placed in the side branch for protection. The unspecified stent was deployed in the lad across the second diagonal branch without issue. During removal of the bmwu from the diagonal artery, the guide wire was noted to be trapped, stretched/elongated and became sheared off; the distal part of the guide wire detached remaining in the vessel. Attempts to snare the guide wire fragment were unsuccessful and surgical intervention was performed and the fragment was removed from the vessel. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day report the following sus voluntary event report number: mw5063313 was received stating: during the interventional procedure to place a stent in the coronary artery, a wire was placed in the left anterior descending artery (lad) and a wire was placed in the 2nd diagonal off of the lad in order to protect the 2nd diagonal. Once the stent was successfully deployed in the lad, the wire was removed from the lad, as the second wire was attempted to be removed from the 2nd diagonal, as the wire was being removed from the body, it was noted to be fractured and the wire broke into two pieces. The patient had to be returned to the operating room the next day for removal of the wire.